Event description:
Patient states the plunger goes up once filling the syringe with medication, however once the syringe has been filled up and patient tries injecting himself, the plunger does not go down to release medication.